Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported high internal (o2) oxygen in reference to exhalation flow outside range and flow error issue. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the issues. The fse checked the circuits, replaced exhalation filter and this didn¿t resolve the issues. The fse replaced the exhalation flow sensor and exhalation check valve to address the reported problem. Unit passed the (est) extended self test and performance verification tests.

Manufacturer narrative:
G4: 23oct2020, b4: 27oct2020. The exhalation flow sensor was received for evaluation. Visual inspection of the returned component revealed heated film element contamination and foreign debris. The flow sensor was installed to a test ventilator for analysis. The test ventilator failed the extended self test (est) and generated an error relevant to the exhalation flow accuracy failure. The customer's reported condition was verified. The root cause was identified to be the heated film element contamination and foreign debris. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.